Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation completed 22jan2025, this event is consider no longer reportable. The event is assessed to be a well known side-effect described in the IFU "potential adverse events: local or systemic neurologic complications and subsequent attendant problems (e.g., stroke, transient ischemic attack, paraplegia, paraparesis, spinal cord shock, paralysis)". H6) c22 - appropriate term/code not available for side effect. D17 - appropriate term/code not available for side effect. Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. An 84-year-old female patient was successfully treated for thoracic aortic aneurysm (taa) on (B)(6) 2020 with a zta-p-34-161 deployed from zone 3 to above celiac artery. No evidence of device issue was reported at the completion of procedure. Lcca (left common carotid artery) was reported to be patent. The patient experienced the event of transient ischemic attack (tia) the same day, which led to a long-term cognitive decline, reported as "permanent impairment of a body function or permanent damage to a body structure". No treatment was performed at this time. Since the event is retrospective, it is not possible to determine if the event was related to the study device, treated aortic disease or study procedure. The patient had no history of neurologic or vascular medical condition prior to procedure. Based on the provided information, the likely cause for this event cannot be established. According to the instructions for use (IFU) , local or systemic neurologic complications and subsequent attendant problems (e.g., stroke, transient ischemic attack, paraplegia, paraparesis, spinal cord shock, paralysis) are known potential adverse events associated with either the zta or the implantation procedure. Nothing indicates a fault condition of the device, why it is assessed to be a side-effect. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: date of procedure: on (B)(6) . Primary indication for thoracic endovascular aortic repair: thoracic aortic aneurysm (taa) follow-up clinical assessment for: 1-month follow-up visit (B)(6). Since the last visit, has the patient had any new medical problems or adverse event? Yes, transient ischemic attack / transient cerebral ischemia. Resolved (B)(6) resolved (patient recovered/stabilized) with sequelae, neurological complications, no treatment at this time. Patient outcome: transient ischemic attack with long-term cognitive decline.

Manufacturer narrative:
Manufacturers ref (B)(4). G4) similar to device marketed under PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.